Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4). On 13-may-2015, fse arrived at the site to address the reported event. Fse replaced the wash heater. No further issues were noted. No further action required was required by field service. The most probable cause of the reported event was due to fault/ failure of the wash heater.

Event description:
On (B)(6) 2015, the customer reported intermittent "error 3009; wash temperature high" with their a1a-360 analyzer. On (B)(4) 2015, a field service engineer (fse) was dispatched to address the reported event, which may have resulted in delayed reporting of bhcg patient results. There was no indication of patient intervention or adverse health consequences due to the potential delay in reporting.